Event description:
(B)(4). Injury alleged. Malfunction alleged. The dealer alleges that one of the brakes was broken when the consumer stood up only one brake worked and then she fell to her knees and rolled to her side. Per follow up call by consumer affairs, the consumer sustained bruising on the shoulder and the knee. The consumer did not seek medication attention. The original unit is going to be returned. The RMA number is (B)(4). MDR filed.